Manufacturer narrative:
G4: 03jun2020. B4: 03jun2020. The assy battery li-ion,11ah,v60 was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination to the exterior of this unit. This battery will be installed into the fi test ventilator. An attempt to boot into the normal ventilation mode will be made. No fault found. Unit passed all testing. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This backup battery was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/03/2020.

Event description:
The customer reported a backup battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to swap the battery connector with a working unit. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.